Manufacturer narrative:
(B)(4). This is a report of a use error, where a care giver reused single-use supplies during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver failed to follow therapy steps during peritoneal dialysis therapy. The care giver stated that the homechoice was at connect yourself when the care giver turned the homechoice off to move it, after which the home patient connected. The care giver than turned the homechoice back on and it was back to press go to start. The technical service representative advised the care giver that the patient will need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.